Event description:
Complainant reported that patient complained of pain on the left side more than 6 months post-implantation with bilateral malar implants. Over an extended period of time, patient received multiple d and c procedures with drainage of pus, as well as multiple courses of augmentin (po), amoxicillin (po) and medrol dose packs. On (B)(6) 2013, a biopsy was taken and staphylococcus aureus was identified. Eventually, patient and physician agreed upon removal. Left side device was explanted approximately 25 months post-operatively. Symptoms appear to have resolved, and the prognosis is to re-implant the left side with a new device in the near future.

Manufacturer narrative:
Patient: infection bacterial. Device: no known device problem. Method: reviewed device history records, sterilization records, environmental monitoring records, and product labeling. Results: device history records review found no assignable cause for the reported events. The sterilization process was within specified parameters, and there have been no other infection-related complaint reports associated with this sterile lot of (B)(4) devices. Product labeling addresses the possibility of infection.